Manufacturer narrative:
The t:slim pump user guide indicates that the cartridge is contraindicated for use with products other than humalog and novolog. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer received multiple occlusion alarms. The customer's blood glucose level fluctuated from 100-400 mg/dl. As the occlusions had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion. Reportedly, the customer was using apidra insulin.